Event description:
The physician attempted arteriotomy closure with the closer following an interventional procedure to the distal ritht coronary artery. At the end of the case, an angiogram revealed normal anatomy, indicating validity for the perclose technique. Suture mediated closure was attempted, but the foot would not park. The device advanced smoothly and there were no problems with the closure until this point. The pt was taken to surgery to remove the device, repair and patch the vessel. Following the surgery the pt developed a staphylococcus infection and place on IV antibiotics. The pt was discharged three days later with no further complications.